Event description:
The baxter field service engineer noted an infusion pump with failure code 703 while servicing this device. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of fail code 703 was observed in the event history during product evaluation. This device was evaluated at the customer's facility on 12/20/2006. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This device willbe forwarded to the repair shop to determine the cause and for repair.